Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays showed lateral cervical fusion with plate and interbody spacers at c4, c5, c6 and c7. The screw backed out beyond the locking mechanism at c7.

Event description:
It was reported that x-rays revealed the lower screw on the plate had backed out approximately one year post-op. The screw will require removal. Revision surgery was scheduled for sometime in (B) (4) 2009.